Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5036155) on 13-jun-2014. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), toxic encephalopathy ("toxic encephalopathy/toxic encephalopathy from foreign objects (essure implants)"), hydrosalpinx ("right hydrosalpinx") and genital haemorrhage ("heavy bleeding/excessive bleeding") in a female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, delivery in 1996, delivery in 1999, delivery in 2007, delivery on (B)(6) 2013, hemorrhage placental, appendectomy, migraine, epileptic seizure and complex ovarian cyst. Previously administered products included for an unreported indication: depo-provera in 2013. Concurrent conditions included nickel sensitivity, body mass index normal, allergic asthma, drug allergy, penicillin allergy and smoker. Family history included ovarian cyst (paternal aunt). In 2013, 164 days before insertion of essure, the patient experienced rash pruritic ("rashes, itching, and pain on my abdominal/pelvic area and face"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal cramping/severe and persistent abdominal pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("severe headaches"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), visual impairment ("visual disturbances/ seeing black spots/vision problems"), swelling ("swelling"), tremor ("tremors"), confusional state ("confusion"), amnesia ("memory loss/permanent short term memory loss leading to loss of driver's license and nursing license"), seizure ("seizures"), depression ("depression"), anxiety ("anxiety") and panic attack ("panic attacks"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), toxic encephalopathy (seriousness criterion medically significant) with dizziness, feeling abnormal and memory impairment, asthenia ("weakness"), blood heavy metal decreased ("low levels of arsenic in my blood"), blood potassium decreased ("low potassium levels"), vitamin b12 decreased ("vitamin b12 levels low"), pyrexia ("low grade fevers"), vertigo ("vertigo"), cognitive disorder ("cognitive impairment"), hydrosalpinx ("right hydrosalpinx"), abdominal adhesions ("abdominal adhesions"), allergy to metals ("severely allergic to nickel or any other component of essure (extremely sensitive to nickel, gold, and silver and am not able to wear jewelry that contains them. I have known this since I had my ears pierced around age 17)"), hypersensitivity ("hypersensitivity reaction to nickel or any other component of essure"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition") and back pain ("back pain"). The patient was treated with sertraline (zoloft), lamotrigine (lamictal), norethisterone acetate (aygestin), temazepam (restoril), axotal (fioricet), gabapentin (neurontin), tramadol, tizanidine hydrochloride (zanaflex), cyanocobalamin (vitamin b12) and surgery (operative laparoscopy, bilateral salpingectomy, left ovarian cystectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, abdominal pain, depression, anxiety and panic attack had not resolved and the toxic encephalopathy, genital haemorrhage, visual impairment, asthenia, blood heavy metal decreased, blood potassium decreased, vitamin b12 decreased, pyrexia, swelling, tremor, confusional state, amnesia, vertigo, cognitive disorder, seizure, hydrosalpinx, abdominal adhesions, allergy to metals, hypersensitivity, rash pruritic, mental disorder and back pain outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, amnesia, anxiety, asthenia, back pain, blood heavy metal decreased, blood potassium decreased, cognitive disorder, confusional state, depression, genital haemorrhage, headache, hydrosalpinx, hypersensitivity, mental disorder, panic attack, pelvic pain, pyrexia, rash pruritic, seizure, swelling, toxic encephalopathy, tremor, vertigo, visual impairment and vitamin b12 decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Findings: the uterine cavity was unremarkable. Both tubal ostia were easily visualized. Procedure: the uterus sounded to 7.5 cm. The patient tolerated the procedure well without obvious complications. Preoperative postoperative diagnosis: at eua, the vulva, vagina, and cervix were negative for lesions. At laparoscopy, the uterus was normal in size and contour. The left ovary was enlarged and contained a 4cm cyst with sebaceous material and hair · consistent with a dermoid. The left tube appeared normal. The right ovary was normal in size. The right tube was a hydrosalpinx with clubbed fimbria. The tube and ovary was adhered to the upper portion of the right pelvic sidewall. No acute infection or endornetriosis were present. The upper abdomen was briefly explored and no abnormalities seen. The patient tolerated the procedure well most recent follow-up information incorporated above includes: on 4-dec-2017: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New event such as events pelvic pain, swelling, tremor, confusion, short-term memory loss, vertigo, cognitive impairment, seizures, hydrosalpinx, abdominal adhesions, toxic encephalopathy, nickel sensitivity, hypersensitivity reaction, itchy rash, psychological disorder, depression, anxiety, panic attacks and back pain were added. Reporter information, patient details, other relevant history, relevant tests, product information, and lot number were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 13-jun-2014. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), toxic encephalopathy ("toxic encephalopathy/toxic encephalopathy from foreign objects (essure implants)"), genital haemorrhage ("heavy bleeding/excessive bleeding") and hydrosalpinx ("right hydrosalpinx") in a 37-year-old female patient who had essure (batch no. B60746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, delivery in 1996, delivery in 1999, delivery in 2007, delivery on (B)(6) 2013, hemorrhage placental, appendectomy, migraine, epileptic seizure and complex ovarian cyst. Previously administered products included for an unreported indication: depo-provera in 2013. Concurrent conditions included nickel sensitivity, body mass index normal, allergic asthma, drug allergy, penicillin allergy and smoker. Family history included ovarian cyst (paternal aunt). Concomitant products included citalopram hydrobromide (celexa), levetiracetam and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced rash pruritic ("rashes, itching, and pain on my abdominal/pelvic area and face"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal cramping/severe and persistent abdominal pain"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("severe headaches"), visual impairment ("visual disturbances/seeing black spots/vision problems"), dizziness ("dizziness, feeling faint"), memory impairment ("trouble remembering, 2% of short term memory left"), swelling ("swelling"), tremor ("tremors"), confusional state ("confusion"), amnesia ("memory loss/permanent short term memory loss leading to loss of driver's license and nursing license"), depression ("depression/aggravated any psychiatric and/or psychological condition"), anxiety ("anxiety/aggravated any psychiatric and/or psychological condition"), panic attack ("panic attacks") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), toxic encephalopathy (seriousness criterion medically significant) with seizure, hydrosalpinx (seriousness criterion medically significant), asthenia ("weakness"), feeling abnormal ("foggy head"), blood heavy metal decreased ("low levels of arsenic in my blood"), blood potassium decreased ("low potassium levels"), vitamin b12 decreased ("vitamin b12 levels low"), pyrexia ("low grade fevers"), vertigo ("vertigo"), the first episode of cognitive disorder ("cognitive impairment"), abdominal adhesions ("abdominal adhesions"), allergy to metals ("severely allergic to nickel or any other component of essure"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), back pain ("back pain") and the second episode of cognitive disorder ("cognitive impairment,"). The patient was treated with sertraline (zoloft), lamotrigine (lamictal), norethisterone acetate (aygestin), temazepam (restoril), topiramate, axotal (fioricet), antiepileptics, gabapentin (neurontin), tramadol, tizanidine hydrochloride (zanaflex), cyanocobalamin (vitamin b12) and surgery ((laparoscopic bilateral salpingectomy, left ovarian cystectomy, and lysis of right adnexal adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, abdominal pain, depression, anxiety and panic attack had not resolved, the toxic encephalopathy, genital haemorrhage, hydrosalpinx, visual impairment, asthenia, blood heavy metal decreased, blood potassium decreased, vitamin b12 decreased, pyrexia, tremor, confusional state, amnesia, vertigo, abdominal adhesions, allergy to metals, rash pruritic, mental disorder, back pain, nausea and the last episode of cognitive disorder outcome was unknown and the swelling had resolved. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, amnesia, anxiety, asthenia, back pain, blood heavy metal decreased, blood potassium decreased, confusional state, depression, dizziness, feeling abnormal, genital haemorrhage, headache, hydrosalpinx, memory impairment, mental disorder, nausea, panic attack, pelvic pain, pyrexia, rash pruritic, swelling, toxic encephalopathy, tremor, vertigo, visual impairment, vitamin b12 decreased, the first episode of cognitive disorder and the second episode of cognitive disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Findings: the uterine cavity was unremarkable. Both tubal ostia were easily visualized. Procedure: the uterus sounded to 7.5 cm. The patient tolerated the procedure well without obvious complications. Preoperative postoperative diagnosis: at eua, the vulva, vagina, and cervix were negative for lesions. At laparoscopy, the uterus was normal in size and contour. The left ovary was enlarged and contained a 4cm cyst with sebaceous material and hair · consistent with a dermoid. The left tube appeared normal. The right ovary was normal in size. The right tube was a hydrosalpinx with clubbed fimbria. The tube and ovary was adhered to the upper portion of the right pelvic sidewall. No acute infection or endornetriosis were present. The upper abdomen was briefly explored and no abnormalities seen. The patient tolerated the procedure well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5036155) on 13-jun-2014. The most recent information was received on 20-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), the second episode of toxic encephalopathy ("toxic encephalopathy/toxic encephalopathy from foreign objects (essure implants)"), genital haemorrhage ("heavy bleeding/excessive bleeding") and hydrosalpinx ("right hydrosalpinx") in a 37-year-old female patient who had essure (batch no. B60746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, delivery in 1996, delivery in 1999, delivery in 2007, delivery on (B)(6) 2013, hemorrhage placental, appendectomy, migraine, epileptic seizure and complex ovarian cyst. Previously administered products included for an unreported indication: depo-provera in 2013. Concurrent conditions included nickel sensitivity, body mass index normal, allergic asthma, drug allergy, penicillin allergy and smoker. Family history included ovarian cyst (paternal aunt). Concomitant products included citalopram hydrobromide (celexa), levetiracetam and medroxyprogesterone acetate (depo-provera). In 2013, the patient experienced rash pruritic ("rashes, itching, and pain on my abdominal/pelvic area and face"). In (B)(6) 2013, the patient experienced the first episode of abdominal pain ("abdominal cramping/severe and persistent abdominal pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced seizure ("seizures 1 st"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("severe headaches"), visual impairment ("visual disturbances/seeing black spots/vision problems"), dizziness ("dizziness, feeling faint"), memory impairment ("trouble remembering, 2% of short term memory left"), swelling ("swelling"), tremor ("tremors"), confusional state ("confusion"), amnesia ("memory loss/permanent short term memory loss leading to loss of driver's license and nursing license"), depression ("depression/aggravated any psychiatric and/or psychological condition"), anxiety ("anxiety/aggravated any psychiatric and/or psychological condition"), panic attack ("panic attacks"), nausea ("nausea") and the first episode of toxic encephalopathy ("toxic encephalopathy from foreign objects (essure implants)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of toxic encephalopathy (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), asthenia ("weakness"), blood heavy metal decreased ("low levels of arsenic in my blood"), blood potassium decreased ("low potassium levels"), vitamin b12 decreased ("vitamin b12 levels low"), pyrexia ("low grade fevers"), vertigo ("vertigo"), the first episode of cognitive disorder ("cognitive impairment"), abdominal adhesions ("abdominal adhesions"), the first episode of allergy to metals ("severely allergic to nickel or any other component of essure (extremely sensitive to nickel, gold, and silver and am not able to wear jewelry that contains them. I have known this since I had my ears pierced around age 17)"), the second episode of allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), back pain ("back pain"), the second episode of cognitive disorder ("cognitive impairment,") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with sertraline (zoloft), lamotrigine (lamictal), norethisterone acetate (aygestin), temazepam (restoril), topiramate, axotal (fioricet), antiepileptics, gabapentin (neurontin), tramadol, tizanidine hydrochloride (zanaflex), cyanocobalamin (vitamin b12) and surgery ((laparoscopic bilateral salpingectomy, left ovarian cystectomy, and lysis of right adnexal adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, depression, anxiety, panic attack and the last episode of abdominal pain had not resolved, the last episode of toxic encephalopathy, genital haemorrhage, hydrosalpinx, visual impairment, asthenia, blood heavy metal decreased, blood potassium decreased, vitamin b12 decreased, pyrexia, tremor, confusional state, amnesia, vertigo, seizure, abdominal adhesions, the last episode of allergy to metals, rash pruritic, mental disorder, back pain, nausea and the last episode of cognitive disorder outcome was unknown and the swelling had resolved. The reporter considered abdominal adhesions, amnesia, anxiety, asthenia, back pain, blood heavy metal decreased, blood potassium decreased, confusional state, depression, dizziness, genital haemorrhage, headache, hydrosalpinx, memory impairment, mental disorder, nausea, panic attack, pelvic pain, pyrexia, rash pruritic, seizure, swelling, tremor, vertigo, visual impairment, vitamin b12 decreased, the first episode of abdominal pain, the first episode of allergy to metals, the first episode of cognitive disorder, the first episode of toxic encephalopathy, the second episode of abdominal pain, the second episode of allergy to metals, the second episode of cognitive disorder and the second episode of toxic encephalopathy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Findings: the uterine cavity was unremarkable. Both tubal ostia were easily visualized.procedure: the uterus sounded to 7.5 cm. The patient tolerated the procedure well without obvious complications. Preoperative postoperative diagnosis: at eua, the vulva, vagina, and cervix were negative for lesions. At laparoscopy, the uterus was normal in size and contour. The left ovary was enlarged and contained a 4cm cyst with sebaceous material and hair · consistent with a dermoid. The left tube appeared normal. The right ovary was normal in size. The right tube was a hydrosalpinx with clubbed fimbria. The tube and ovary was adhered to the upper portion of the right pelvic sidewall. No acute infection or endornetriosis were present. The upper abdomen was briefly explored and no abnormalities seen. The patient tolerated the procedure well most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet and medical records, new reporter, patient demographic information, concomitant product,new event nausea, toxic encephalopathy from foreign objects (essure implants), cognitive impairment, abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.